Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the oxygen flow was out of specification. The device's o2 regulator and proportional valve were replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use.